Manufacturer narrative:
Device identifier # 10381780253457. With respect to the returned unit it has passed all specific functional testing requirements , except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp did not hold pressure. It moved from 60 pounds (lbs.) To 40 lbs. Pressure when planned flipped during spine procedure. Additional information received on 26aug2019 indicated that the event occurred during a posterior cervical spinal fusion procedure on (B)(6) 2019. Initially, the resident placed the mayfield and upon flipping the patient, the pressure did not hold, it reduced from 60 to 40 lbs. Flipped patient back and the attending physician revised the mayfield. In the middle of the case, the anesthesia provider noticed the head slipped and the nose was touching the crown. The physician unscrubbed and re-secured the mayfield. There was a 15 to 20 minute delay in surgery to re-secure the patient¿s head. After the product problem occurred, adjustments were made and the nurse continued to monitor throughout the case. There was no patient adverse consequence or injury noted to the patient. The surgeon completed the procedure.